Event description:
It was reported that during the attempted implant procedure, high impedance and high threshold was observed after the helix was extended. The lead was repositioned to a different location however; the result was still the same. The lead was removed and replaced. It was also reported that the new implanted lead had moderately high but acceptable threshold and high impedance. It was noted that an echocardiogram was performed following the implant and it was confirmed that no perforation had occurred. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4)-the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were distorted, the inner tubing was kinked/buckled, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, the lead appeared damage at implant and the lead was stretched.